Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. No further details are available. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿advanced ICD troubleshooting: part I.¿ pacing clin electrophysiol. 2005 dec;28(12):1322-46. (B)(4).

Event description:
A journal article was reviewed which contained information regarding an implantable cardioverter defibrillator (ICD). The article indicated in figure 17 on page 1338 that the patient experienced inappropriate therapy due to oversensing of far-field r-waves. The status of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.